Manufacturer narrative:
(B)(4). The reported event was confirmed by review of actual device received. Examination of the returned part determined that returned tibial articular surface provisional (tasp) exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post, all pieces returned. Device history record (DHR) was reviewed with no deviations or anomalies identified. The fractured tasp component in this complaint was manufactured before the CAPA design modification. A CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been returned and investigation is in process. Once the investigation is complete and follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was returned fractured. No additional information is available at this time.